Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after using multiple usb cables and wall adapters. Additionally, the battery gauge was observed to be fluctuating and subsequently, the pump shutdown. Customer's blood glucose level was 150 mg/dl. The customer reported that the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source.